Manufacturer narrative:
The complaint description states that the humeral cup would not seat properly with humeral stem. The device associated to the complaint was returned for analysis. The visual analysis of the product shows deteriorations, which could be due to impaction. The product was checked dimensionally but deterioration of the product does not allow a full analysis. However foncionnels tests performed show possible product assembly. The product could have been deteriorated during the use. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined with certainty. The incident could have occurred during use. The issue will be monitored through post market surveillance reviews

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The humeral cup would not seat properly with humeral stem.